Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of arthritis ("inflammatory status- hips (especially left)") in a female patient who received essure (batch no. 620748). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2014, the patient experienced arthritis (seriousness criterion disability) with burning sensation, pain and gait disturbance, periarthritis ("frozen left shoulder"), rotator cuff syndrome ("tendonitis-bursitis in the right shoulder") with musculoskeletal pain and bursitis ("tendonitis-bursitis in the right shoulder"). In 2015, the patient experienced depression ("depression") with fatigue. In 2016, the patient experienced cystitis ("sudden cystitis") with haematuria. The patient was treated with triamcinolone hexacetonide (hexatrione), betamethasone (celestene) and alternative therapy (massages in 2015 (not effective) and spa therapy in (B)(6) 2016). At the time of the report, the arthritis, depression, cystitis, periarthritis, rotator cuff syndrome and bursitis outcome was unknown. The reporter provided no causality assessment for arthritis, depression, cystitis, periarthritis, rotator cuff syndrome and bursitis with essure. The reporter commented: disability leave for 5 weeks ((B)(6) 2015). Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had inflammatory status- hips (especially left). This event, interpreted as coxarthritis, is unanticipated in the reference safety information for essure. Osteoarthritis is the most common type of joint disease. It is a degenerative disorder arising from the biochemical breakdown of articular (hyaline) cartilage in the synovial joints, involves not only the articular cartilage but the entire joint, including the subchondral bone and synovium. Essure has a local effect in the fallopian tubes, having no influence on the hip joint. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record 620748 (production date aug-2006 and expiration date jul-2008) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved n the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had inflammatory status- hips (especially left). This event, interpreted as coxarthritis, is unanticipated in the reference safety information for essure. Osteoarthritis is the most common type of joint disease. It is a degenerative disorder arising from the biochemical breakdown of articular (hyaline) cartilage in the synovial joints, involves not only the articular cartilage but the entire joint, including the subchondral bone and synovium. Essure has a local effect in the fallopian tubes, having no influence on the hip joint. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. Non-serious events were also reported. The product technical analysis concluded, based on the available information, a product quality defect could not be confirmed but is considered plausible. Further company follow-up with the regulatory authority is not possible.